Event description:
The event is reported as: rt was called to the bedside of an infant on comfort flo and noticed that water had accumulated in the circuit after the cannula kinked while the infant was being turned. The circuit and column set up was changed-no further incident. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u investigation report will be sent when completed.